Event description:
It was reported that the syringe not in place occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 6 years old. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were not intact. Right plunger case was cracked by the screw. Syringe flange not in place was found in the history log. Could not repeat customer reported problem at power up self test. The root cause of the reported issue could not be determined. Customer might not have loaded the syringe properly. Error was found in event history log multiple times. Replaced flange sensor for preventive measures. Perform preventative maintenance and all functional test passed.